Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020. This report is submitted on 18 march 2021.

Manufacturer narrative:
This report is submitted on october 23, 2020.

Event description:
Per the clinic, the patient experienced pain and dizziness with device use. The patient was placed under general anesthesia on (B)(6) 2020, in order to undergo an integrity test for the device. There are no plans to explant the device as of the date of this report.

Manufacturer narrative:
The cochlear implant was evaluated on (B)(6) 2020 using the integrity test system. The results are consistent with a device malfunction. This report is submitted on september 17, 2020.